Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3093-28, lot#: v074264, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 15-dec-2011, UDI#: (B)(4). (B)(4); product ID: 3093-28, lot#: v074264, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient went in for a device check and complained of a sudden loss of stimulation and bladder control. A kub scan showed good lead placement without lead fracture. It was noted that during the battery replacement, the lead was working; however, once connected to the new generator, impedances were too high, so the entire system was explanted and replaced. It was noted that all electrodes except 1 were miscommunicating. The event resulted in an unscheduled clinic or office visit and was related to the device or therapy and not related to the implant procedure. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2016. No further complications were reported/anticipated.